Event description:
It was reported that "while implanting, anchor broke about halfway". The broken piece was retrieved and the rest of the anchor was left in the patient.

Manufacturer narrative:
Additional information will be provided once investigation is complete.